Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during set-up for a cori assisted tka surgery, before patient was in room, the surgery team was about to install burr but there was a clicking sound coming from drill, the 60-second clock starter did not come on and a console internal error popped up. The drill port wasn¿t flashing, so the cori was turned off and back on, had the tech switch the ri robotic drill attachment out and it worked fine. Calibration went fine and the case went without problem, with no delay. Since incident occurred before procedure; patient was not yet involved.

Manufacturer narrative:
H3, h6: the real intelligence robotic drill attachment, part number rob10015, serial number (B)(6), intended for use in treatment, was returned for evaluation. The reported problem could not be confirmed with a visual inspection. The reported problem was not confirmed with a functional evaluation. The drill attachment was loaded onto a lab drill and put through multiple test cases and multiple drill diagnostics. No issues with burr loading and no errors occurred. The drill attachment functioned as intended. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with the exposure motor of the drill used during the complaint case. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file. The risk level is still adequate. Based on the investigation, the need for a corrective action is not recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.